Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ¿up¿ and ¿ok¿ buttons were under responsive. It was reported that the keypad cover was undamaged and there was no evidence of moisture or corrosion in the pump. The reporter did not note any delivery issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/20/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged button tactile issue was duplicated. The pump powered up with auditory and vibratory features. The keypad cover was found to be undamaged. The ¿up¿ arrow button responded intermittently. Removal of keypad cover found contamination under all the button contacts. Unrelated to the button issue, the battery compartment was found to have cracked below the grip pad.